Event description:
It was reported to philips that the device's ac block has physical damage and the device won't charge. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to physical damage of the connector being pushed in. Customer to order (B)(4): ac power module field replacement kit. Based on the conclusion of the investigation, it was determined that this was a malfunction of the ac power module. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's ac block has physical damage and the device won't charge.